Event description:
Dr stated that pt returned for two (2) week check up when dr noticed from x-rays that the implants had moved and one implant was broken. Dr removed one implant from right second toe in 2004.